Event description:
Agent dcb registry. It was reported that side branch stenosis occurred. On (B)(6) 2022, the subject presented emergently for chest pain and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and prasugrel. The subject was diagnosed with non-st-elevation myocardial infraction (nstemi) with ongoing chest pain symptoms. A 3.5 mm x 15 mm nc quantum maverick balloon was advanced from the left main into the ostium of circumflex artery and angioplasty was performed. A 3.0 mm x 20 mm apex balloon was then advanced into the ostium of the first obtuse marginal (om), and angiography revealed less than 30% residual stenosis. Following which, the 99% stenosis from the left main into the proximal left circumflex artery (lcx) was treated successfully with a 4.0 mm x 24 mm synergy stent revealing 0% stenosis. However, angiography revealed severe residual stenosis at the first om artery (side branch stenosis). Finally, a kissing angioplasty was performed successfully from the left main to the first om with a 3.0 mm x 20 mm apex balloon and a 5.0 mm x 20 mm nc quantum maverick balloon. The event was considered to be resolved and the subject was discharged on aspirin and prasugrel.